Event description:
Additional information was received from the customer. The procedure was a bronchoscopy. The rubber pieces fell off into the patient's lungs and were retrieved with suction. The procedure time was extended about a half hour due to having to retrieve the disintegrated rubber from the lungs and ensure no further scope pieces were left in the patient. Once the pieces were retrieved, the procedure was completed as normal. Prolonged airway management and observations were conducted. The patient remained hemodynamically stable and there was no harm or complication caused to the patient. There were no lasting effects from the incident.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Updated fields: b2, b5, h2, h6 the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that this event occurred due to excessive stress or impact applied to the affected area, resulting in damage or breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, a piece of rubber at the distal end of this bronchovideoscope fell into the patient. Additional information was requested but not available at this time. There were no further reports of patient harm.